Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, when the clip was in position the tech opened the clip and closed it to deploy the clip. The clip would not release from the catheter. They tried multiple ways to remove the clip with no success. The physician removed the clip from the tissue. The procedure was complete with a competitor's clip. There were no patient complications reported, as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and it was found that the clip assembly bottom part was deformed, and the catheter was unraveled at the distal end. Functional evaluation was performed, and the handle does not have communication with the clip assembly. No other problems with the device were noted. The reported event of clip would not release from catheter was confirmed. Investigation found evidence that match with the clip would not release from the catheter due to the clip assembly was highly stuck with the bushing. According to the evidence, one of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Then due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment failure. Additionally, the damages found on the clip assembly were caused most likely due to the entrapment against the bushing. The analyzed condition of the catheter being unraveled at the distal end could have been caused by operational factors such as the removal technique of the device from the scope. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was in the patient and they tried to open and closed it; however, after opening and closing it again to deploy, the clip would not release from the catheter no matter what was done. They tried multiple times to open close and manipulate but nothing happens. It was reported that the physician removed the clip from the tissues and from the scope. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event.